Manufacturer narrative:
The 3-spike disposable having s/n:(B)(6) involved in the incident was returned to belmont medical technologies for evaluation on january 05th. The cited leak was verified through functional testing and visual inspection at belmont. The heat exchanger leaks were able to be verified upon evaluation. The root cause was isolated to assembly error due to a break in the weld. Belmont conducted the refresher training for clinical staff at the user facility on january 30th and 31st in order to demonstrate the proper use of device per our specifications. We also provided them with the most up to date quick reference guide that details set up and lists compatible fluids. We sent a new case of 3-spike disposable sets and quick setup guides to the user facility in order to resolve the reported issue. All disposable sets are 100% visually inspected and 100% leak tested. A corrective action has been opened to further investigate and address this issue. Belmont will continue to monitor this issue moving forward.

Event description:
According to belmont's clinical specialist (B)(4), the user facility reported that the tubing was primed with normal saline and they had just started to run blood. They informed that the tubing leaked before any blood was actually delivered to the patient and there was still saline in the patient line. There was a delay in care as they needed to get another infuser and set it up. The patient was a 17 y/o and the patient did not survive although the user has not indicated the delay contributed to the death.

Manufacturer narrative:
The internal complaint file #(B)(4) has been logged for this incident for traceability. The 3-spike disposable set involved in the incident was not returned to belmont medical technologies for evaluation. Although the patient involved in the incident died, there are no allegations that the device contributed to death. According to belmont's clinical specialist (B)(4), the user facility reported that the tubing was primed with normal saline and they had just started to run blood. They informed that the tubing leaked before any blood was actually delivered to the patient and there was still saline in the patient line. There was a delay in care as they needed to get another infuser and set it up. The patient was a 17 y/o and the patient did not survive. The user has not indicated the delay contributed to the death. We reached out to the user facility on december 7th and 22nd requesting the device return and additional information on the incident but they were unresponsive. Belmont has arranged the site visit for (B)(4) to the user facility on january 17th and 18th, 2023 to deliver refresher training. We are also sending the quick reference guide and list of compatible fluids to the user facility to assure that the guide is placed on each device unit at the hospital. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser displays the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists."the operator's manual also provides possible conditions and additional recommended operator actions. The operator's manual provides instructions on installing the disposable set and additional recommended operator actions. The step-by-step procedures in manual has warning on installing the disposable, "do not kink or twist the tubing" and "do not apply excessive pressure to the pressure transducer. The pressure transducer can be damaged with excessive force. Do not use the system if the pressure transducer is damaged". All 3-spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. Belmont is working with the user facility to get the device involved in this incident returned for investigation. A clinical specialist (from belmont medical technologies) will be visiting the user facility to gather additional details on the event. Without results of the device investigation, no conclusions can be drawn. A follow-up report will be submitted once the investigation is complete and additional information becomes available.